Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Inspection of the returned device indicated that the green coiled suture lumen was clamped and white suture tube was collapsed at the hub. Clamping the coiled suture lumens would have resulted in the sutures being detached from the needles during the needle deployment process. Per the instructions for use (IFU), under device placement and needle deployment states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report the following corrected information was received, the device suture failed to deploy.

Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique prior to a corevalve interventional procedure. The arteriotomy was 6f. Reportedly, after the corevalve procedure, during the arteriotomy closure, a suture break occurred. The device was removed and hemostasis was achieved using an additional prostar device. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar device. No additional information was provided.